Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: no patient harm was reported. Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description from the local partner: "the hospitals engineers sent em this. The screen turned white and displayed a number of vertical lines. The user was unable to see any parameters and thus unable to change settings. The vu continued to ventilate in the mode and with the settings that were in place before this occurred. They are not reporting any patient harm. The hospital engineer was unable to recreate the problem. Any thoughts on the best course of action?" Summary: display shows white, black or blue screen; ventilation continues.